Event description:
The trilogy ev300 ventilator was returned to a third part service center for evaluation. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the trilogy ev300 failed an active exhalation control module system pre-test during testing. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) need to be replaced to address the issue. The repair quote was rejected by the customer, and no work was performed, therefore it could not be confirmed that the issue would be resolved by replacing the parts. If any additional information is received, a follow-up report will be filed.